Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0skur, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
The manufacturers's representative (rep) reported they were trying to do an implantable neurostimulator (ins) revision using the same device. The patient wanted the pocket location revised since it was not an ideal location. When they went in to torque down the original lead to the original ins after revision of the location, the lead seemed to come loose from the header block. It was noted that the revision kit did not come with the same wrench so the rep was wondering if that was the reason the issue occurred. There was another ins to use if it was needed. There were no symptoms reported and it was unknown if the patient recovered completely. There was an ins setscrew issue. Additional information from the rep reported the event was noticed a week prior to the report at her 1 month post-operative appointment. The rep was aware of the issue earlier in the week of the report. They had to replace the ins with a new one and all impedances were perfect with the new one. Further information from the rep noted the tunneling tool from the revision kit was used to tunnel to a new ins pocket that was higher on the patient's buttocks. The complaint was that the doctor put the ins too low on the patient's butt. The site location was determined prior to the surgery by the doctor to make sure it was an ideal location. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) showed the setscrew was backed out too far.